Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the back haptic tore. The lens was partially inserted and removed with no patient injury. The back-up lens was implanted.

Manufacturer narrative:
Eval: results: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.